Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was scheduled for a lead extraction procedure to address the unacceptable thresholds. The lead could not be extracted using a laser as the patient vessels were occluded. The lead was instead capped. No further information is available.